Event description:
It was reported that a customer¿s reservoir on the automatic endoscopic reprocessor (aer) was leaking cidex activated dialdehyde solution. There are no reports of injury or contact with the cidex activated dialdehyde solution. A field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
An asp field service engineer (fse) tested the unit onsite. Fse filled the tank and ran cycles but could not find a leak anywhere on the unit. Fse suggested to the customer to check if fluid was coming out of the overflow tube. Fse asked the customer to ensure that the channel tubes and scopes were not allowing water to flow near the overflow. The customer adjusted the inlet water pressure and reset the unit parameters. The customer states that the unit is working fine.

Manufacturer narrative:
When the fse arrived to the facility, the customer stated that the tank was leaking. The fse filled the tank and ran cycles, but no leaks were found anywhere on unit. The fse mentioned that fluid most likely came from the overflow tube. The fse explained to the customer to ensure that the channel tubes and scopes do not allow water to flow near the overflow. The fse also suggested adjusting the inlet water pressure below 80psi. At that moment the pressure was measured to be 105 psi. The fse reset the unit parameters and instructed the customer to input the wash and disinfectant times and the cycle count. A review of the account history for six months from (B)(6) 2009 to (B)(6) 2010 (alert date), unit (B)(4), shows that the unit does not demonstrate a significant trend for this specific issue of leaking. The aer cpuy char (complaint per unit year) shows no increasing trend for the problem code "leaking." Asp will continue to monitor for more trends. Asp highly suggests referring to the asp aer user's guide for instructions on pressure settings and proper maintenance of the aer system.